Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 19-jan-2021. The most recent information was received on 22-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of uterine pain ('uterine pain during menstrual periods / uterine pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On(B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine pain (seriousness criterion medically significant), dysmenorrhoea ("back pain during menstrual periods"), menorrhagia ("heavier menstrual bleeding"), fatigue ("general fatigue") and headache ("headache during menstrual periods"). Essure treatment was not changed. At the time of the report, the uterine pain, dysmenorrhoea, menorrhagia, fatigue and headache had not resolved. The reporter considered dysmenorrhoea, fatigue, headache, menorrhagia and uterine pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of uterine pain ('uterine pain during menstrual periods / uterine pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine pain (seriousness criterion medically significant), back pain ("back pain during menstrual periods"), menorrhagia ("heavier menstrual bleeding"), fatigue ("general fatigue") and headache ("headache during menstrual periods"). Essure treatment was not changed. At the time of the report, the uterine pain, back pain, menorrhagia, fatigue and headache had not resolved. The reporter considered back pain, fatigue, headache, menorrhagia and uterine pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.